Manufacturer narrative:
Unit received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test due to compromised force sensor system alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected compromised force sensor system alarm during normal use. Blood glucose level at the time of the incident was 123 mg/dl. The customer was advised that the insulin pump would be replaced. The product will not be returned for analysis.